Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. The patient's accolade ii stem and 32mm femoral head were revised to a restoration modular stem construct, 2 cables, and a new femoral head. There are no allegations against the revised femoral head. Rep reported that no further information will be released by the hospital or surgeon.